Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2021. Manufacturing location: (B)(4)/ packaged, sterilized and released by: (B)(4). Date: may 04, 2021 expiration date: april 01, 2031. Part: 04.038.380s, tfna fenestrated helical blade 80mm -sterile. Lot: 133p361 (sterile). Helical blade was manufactured by (B)(4); lot 111p910. Parts were packaged, sterilized and released by (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, patient underwent revision surgery due to deformity of the femoral head following open reduction internal fixation (orif). On (B)(6) 2021, the patient underwent orif with trochanteric fixation nail advanced (tfna) augmentation for fracture of the trochanteric femur. After the surgery, the patient started walking with load as soon as possible. Deformity of the femoral head was confirmed by x-ray in (B)(6) 2022. The surgeon removed the tfna, and the patient underwent the bipolar hip arthroplasty on (B)(6) 2022. Procedure was completed successfully. This report is for a tfna fenestrated helical blade. This is report 4 of 5 for (B)(4).